Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01977.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2015. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."